Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot numbers is as follows: medical device lot #: 7178843, medical device expiration date: 12/31/2018, device manufacture date: 06/27/2017. Medical device lot #: 7163550, medical device expiration date: 11/30/2018, device manufacture date: 06/12/2017. Medical device lot #: 7060845, medical device expiration date: 08/31/2018, device manufacture date: 03/01/2017. ". Date device returned to manufacturer is unknown. The date of investigation was used. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules in the serum, red cells and fibrin at the top of the tube, and gel smearing on the side of the tubes.